Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's wife sent a text message to the rep asking if it was possible for someone to be allergic to the metal leads. The patient's doctor could not seem to find out why the patient could not get over sinus infection. Also, patient had lost over 50 pounds since the surgery and was starting to lose facial hair. The patient had the machine shut off for about a week. It was making them really weak. The rep updated patient's managing physician with the information, and the hcp was going to have the patient come into the office and evaluate. Hcp was also calling the patients pcp to follow up with them. The hcp was informed that the only allergy would be nickel but it was inside the head of the ins and therefore should not expose the patient to the metal. On (B)(6), it was reported that the rep had not heard anything further from the hcp. No further complications were re ported/anticipated.

Manufacturer narrative:
Supplemental to update codes, code (B)(4) no longer applies if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the weight loss was prior to the implant and the sinus infection was to be followed up with their primary care physician. The cause of the sinus infection, weight loss and weakness was chronic tobacco abuse. The hcp asked the patient to be seen in the pain clinic, but the patient had not followed up with the hcp since their message to the manufacturer representative. The hcp stated that the likelihood of an allergy was quite remote and thought that another factor may be causing the symptoms. The hcp noted the patient had been experiencing nausea and vomiting since november/december and shut the implant off due to leg weakness.